Event description:
The lag screw would not fit the barrel of the plate. A different lag screw was available and used. Pt outcome: there was no adverse event reported as a result of the reported event.